Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump started beeping and suddenly went blank. Customer's blood glucose level was 175 mg/dl. Customer states insulin pump had insulin pump error. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states displacement test and self test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.